Event description:
Patient reported right side capsular contracture baker grade IV. Patient later reported "lot of pain", "recalled implant", "trace physiological fluid" and "multiple deep folds." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, baker grade IV", "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV", "seroma-late".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d6b., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade IV. Patient later reported "lot of pain", "recalled implant", "trace physiological fluid" and "multiple deep folds." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.